Event description:
Account reported patient had custom view treatment and was overcorrected. The customer repeated the idesign scan after recalibrating. Patient had enhancement of refractive procedure without incident and is now perfect.

Manufacturer narrative:
Section , a5a2, a3, a4 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable device. Section d6b: if explanted, give date: not applicable, as the device is not an implantable device. Section h3: our field service engineer (fse) was at the customer's site. Fse found lens delamination in the tv tube with c-mount. Fse replaced the tv tube with c-mount. Fse performed annual preventative maintenance (pm). Fse replaced lens l3 and mirror m3. Calibrated system. Aligned optical pathway. Fse replaced the white bulb on startup panel. System performing to specification. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.